Manufacturer narrative:
B1 product problem and h6 medical device problem code a150207 were erroneously entered on the initial manufacturer device report

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 used and another report was submitted to represent the first pump used, an impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrativea 72-year-old female with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage e, required impella support during her hospitalization. The patient initially received impella cp support via left femoral arterial access, followed by escalation to an impella 5.5 implanted via right axillary/subclavian surgical access on (B)(6) 2026. During explant of the impella 5.5 on (B)(6) 2026, difficulty was encountered when the device became stuck at the transition between the innominate and axillary arteries and could not initially be withdrawn into the axillary artery despite multiple attempts. Fluoroscopy was utilized, and the device was eventually advanced past the transition point and successfully explanted. During this process, significant damage to the subclavian artery was identified, requiring assistance from a vascular surgeon in addition to the cardiac surgeons. It was reported that thrombus may have been dislodged and traveled down the patient¿s right arm; thrombus was observed on the pump upon explant, while the presence of thrombus in the patient was unknown. Excessive force was reported during the explant, and contributing factors included small vessel size, a small aortic arch, and a near 90-degree turn between the innominate and axillary arteries, resulting in inability to smoothly pass the device through the vasculature. The patient survived the event and was reported as clinically stable following the procedure.the event involved difficulty during impella 5.5 explant due to challenging patient anatomy and excessive force used with explanting, resulting in subclavian artery injury and suspected thromboembolic complication; the patient survived and remained stable, and ongoing evaluation will include review of returned product data where available.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the potential thrombus was not determined due to insufficient clinical details. The patient's small vessel size may have been a contributing factor in the vessel perforation and it added additional resistance upon explant of the device.